Manufacturer narrative:
No testing was performed on the system because resolution of the issue was confirmed. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that imaging system would turn on, but the site was unable to take exposure. There was no red x next to radiation, and the e-stop was not on. The site tried to take exposure with the footswitch but were unsuccessful. Technical services (ts) suggested using the handswitch, but the site could not find the handswitch. There was no patient present when this issue was observed. Additional information was received the following day stating that when the site went to test the system again, they were able to get 2d and 3d images. The site chose not to proceed with servicing because the issue was resolved.